Event description:
It was reported that the 9800 system had a physicist discrepancy of the dose rate was out of specification. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The dose rate was adjusted during the service call. The system was tested and found to be working as intended and put back into service.